Manufacturer narrative:
The test strips were requested for investigation, however, there are no test strips remaining to return. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from two accuchek inform ii meter, serial numbers (B)(6), compared to two blood gas analyzers. At 10:54 p.m., meter serial number (B)(6) gave a result of 13.4 mmol/l. At 10:54 p.m., the blood gas result was 14.0 mmol/l. At 10:56 p.m., the results from two different blood gas analyzers were "high-risk (hi) results." At 10:56 p.m., meter serial number (B)(6) gave a result of >33.3 mmol/l.